Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer was hospitalized for 1 to 2 days. The customer¿s blood glucose was 600 mg/dl. The customer experienced symptoms such as nausea and vomiting, abdominal pain. The insulin pump will be returned for analysis.